Manufacturer narrative:
E1: event city: istanbul. Event country: turkey. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event due to tape not adhering after direct application on (B)(6) 2026. The high blood glucose had been treated with insulin via pump and pen. The blood glucose had been high for more than four hours.